Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Note: uti was determined to be unrelated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for call was pt wanted guidance on how to recharge their ins. Pt stated they cannot get their ins to charge. They have gone to their hcp's office twice and the hcp cannot do anything without a charged ins. Pt stated in the last two days they have experienced bowel issues. Pt stated they have the loosest bowel movements and that they just come out. Reviewed how to recharge ins and pt was successfully able to start a recharging session. Pt confirmed an excellent connection was established. Pt called back to ask general questions about therapy expectations. Pt changed their program and stated they felt the fluttering sensation more towards their "bowels". Pt confirmed the sensation was felt in their bicycle seat area. Reviewed when to turn therapy off. Additional information was received from the patient. They called back repeating information previously reported. The patient stated they were trained coming out of anesthesia, and they did not know how to work the devices. They thought they "shut it off a couple times," and stated they went to the doctor's office and their ins was turned off "so they couldn't help me." They clarified by this statement, that someone that worked for their doctor's office tried to turn on the program, but stated the patient did not have their ins charged, and the patient did not know about charging. The patient stated they now know how to charge, but requested assistance adjusting the therapy setting. They thought they were shutting the device off because they had had accidents. They increased stimulation from 0.8 volts to 1.0 volts. They wanted to leave therapy at 1.0 volts, and stated they felt stimulation "by the bowels" on this program, and clarified by the buttock area. Stimulation expectations were reviewed, and the patient clarified they were feeling stimulation in the bike seat area (top of bike seat area). General use of the handset and communicator were reviewed. The patient reported due to bowel issues, they were having to wear pads, and due to wearing pads, they were getting urinary tract infections (utis). They "tried to do the settings on saturday," and stated they thought they were feeling stimulation in the right bike seat area, and that it would work, but reported on sunday, they had to change their pad four times so they thought they turned off the ins. The patient stated they did not recall if stimulation was off when they connected with their ins. They then stated they thought when they "swiped it" that it "shut off the program." They stated at the end of call that they were not feeling stimulation, and inquired if they should be. Therapy and stimulation overview/expectations were reviewed, and the patient would monitor their symptoms following the therapy change.